Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. The event of ipg replacement/repositioning was reported to abbott. The patient had undergone wound care. The physician opted to explant and replaced the ipg deeper slightly below the previous pocket. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient had undergone wound care. The physician opted to explant and replaced the ipg deeper slightly below the previous pocket to avoid infection in the future.

Manufacturer narrative:
Corrected data. D4 - additional device information. Catalog number.